Event description:
It is reported that the cementless tibial component would not screw together with the trabecular metal spacer. The surgery was completed with a 23mm articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.